Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-09953. It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure. Device was primed successfully. Power pulse mode was initiated; however the device kept stopping and then eventually it stopped at 32 seconds and an error message was displayed. The device was re-primed for 2 seconds and the device stopped again. The device was reconnected again but stopped continually; however tissue plasminogen activator (tpa) was dispensed. Thrombectomy mode was initiated and could not work for more than 1-2 seconds. A leak at the pump was noted. Another angiojet® solent¿ omni was selected for use. The 3-4 error messages were displayed after priming. Thrombectomy mode was initiated for 2 seconds then the device shut off. Eventually it worked and the case was completed. There were no patient complications and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2016-09953. It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure. Device was primed successfully. Power pulse mode was initiated; however, the device kept stopping and then eventually it stopped at 32 seconds and an error message was displayed. The device was re-primed for 2 seconds and the device stopped again. The device was reconnected again but stopped continually; however tissue plasminogen activator (tpa) was dispensed. Thrombectomy mode was initiated and could not work for more than 1-2 seconds. A leak at the pump was noted. Another angiojet® solent¿ omni was selected for use. 3-4 error messages were displayed after priming. Thrombectomy mode was initiated for 2 seconds then the device shut off. Eventually it worked and the case was completed. There were no patient complications and the patient's condition was fine.